Manufacturer narrative:
This is a correction to the information previously reported in the initial MDR. Information obtained from the edwards field representative states that she made an onsite visit to the facility to assist with the reported issue. After assisting to troubleshoot with the biomedical associate she found that his foresight sensor simulator was not functioning correctly and it was providing the inaccurate readings and not the foresight elite oximeter monitor. She used her foresight sensor simulator on the suspect foresight elite oximeter monitor and found that the readings were within the appropriate parameters. She received a reading of 66. The discrepancy occurred with the biomedical associate's foresight sensor simulator, not with the foresight elite oximeter monitor. This supplemental MDR is being submitted due to additional information obtained. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and have been updated. H3 other text : new information not reportable.

Manufacturer narrative:
The unit has been requested for return. But has not yet arrived. When it arrives and the product evaluation has been completed, the evaluation results will be submitted in a supplemental submission. The device service record review was completed, and the date of manufacturing and date of expiration and UDI number are unable to be obtained.

Event description:
It was reported, that there was a failure with the foresight elite absolute tissue unit. The biomed was testing the unit and found, that the sto2 reading that displayed was higher than the acceptable range. A simulator was being used. The readings were compared to the service manual information. The manual states, the acceptable range is 65, plus or minus 5. The sto2 display value numbers were in the 80's. Attempts have been made to the facility for additional information. And there has been no response. There was no patient involvement.